Event description:
It was reported that the patient had an infection over the implant site. At the time of report, guidelines were requested for performing an MRI. The drug used in the device system was unknown.

Manufacturer narrative:
Concomitant products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8835, serial# (B)(4), product type programmer, patient. (B)(4).